Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, cracked liquid crystal display window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the insulin pump had a battery cap that could not be removed. The blood glucose reading was 161 mg/dl. The caller was advised that the device be replaced. Nothing further reported.